Event description:
(B)(4). Date of event (B)(6) 2013. According to the information received, a hosptial reported an individual with a bowel perforation. The individual has a t12 incomplete spinal cord injury on (B)(6) 2012. Laparatomy and over-sewing of perforated diverticulum on (B)(6)-2013. Individual had refused laxatives for pervious 4 days-constipated at time of perforation.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the devicer or any additional information become available a follow up report will be submitted.